Manufacturer narrative:
On (B)(4) 2014, the customer technical support (cts) had the customer bleach the probe wipe wash line, clean the probe wipe, and rerun a sample. The issue was not resolved and field service was dispatched. On (B)(4) 2014, the field service engineer (fse) evaluated the analyzer and found the probe holder screw was loose. He tightened the screw so that probe was in proper position. (B)(4).

Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as about 3 drops of diluted blood on the tops of the sample tubes when the analyzer was processing samples. The leak was not contained. The customer was running samples when the leak was identified. The customer stated the leak appeared to be from the probe. There were no instrument generated messages reported in conjunction with the leak. Beckman coulter customer technical support (cts) assisted the customer with routine troubleshooting, however with no resolution. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The customer was wearing personal protective equipment of gloves, goggles, and lab coat. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.